Event description:
Difficult removal of ivc filter in o.r. Ivc filter had been placed months earlier prior to a gastric bypass. The removal procedure was prolonged (two hours) as opposed to a typical 30 minutes. A standard protocol chest x-ray post-surgery revealed the retention of a foreign body in pulmonary artery. Successful retrieval by interventional radiologist of 37 cm foreign body which appears to represent a "stretched, fractured section" of a glidecath (angiographic catheter).